Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller clock not being set was confirmed via the submitted log files. The reported event of a charging issue with the backup battery was not confirmed as no product was returned. The submitted log file captured the system controller being connected briefly to power on (B)(6) 2025 before being powered down. The controller was powered back on, and controller clock corrupt alarms are captured due to the controller clock not being set. The controller clock corrupt alarms resolved when the clock was set to (B)(6) 2025. This series of events is consistent with the backup battery being exchanged. Shortly after, the controller was powered down again. When the controller was powered back on, controller clock corrupt alarms are captured due to the controller clock not being set. The cause of the alarms is not known. During this time, the controller remained in charge mode for approximately 1 hour 44 minutes before being powered down again. When the controller was powered back on, the controller clock was set to (B)(6) 2025 and the controller clock corrupt alarms resolved. The controller is powered off and reconnected briefly on (B)(6) 2025. The controller clock was adjusted again to (B)(6) 2025 14:12:18. There were no other notable events captured in the log file. The provided information indicated the backup battery was routinely exchanged 3 months prior to the reported event. No product will be returned for further analysis. Multiple attempts were made to obtain additional information regarding the cause of the controller clock not being set; however, no additional information has been provided. Root causes for the reported events were not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. An are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller clock corrupt alarms. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the exchange resolved the alarms. It was also noted that the battery exchange that occurred 3 months ago was due to them being expired.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient noticed that their backup controller did not complete charging after 1 hour passed and noted that it usually takes 20 minutes to charge. Upon initial interrogation of the system controller everything appeared to look fine, but it was noted that the internal clock had not been "synced". The system controller was hooked up for 30 minutes in clinic and did not say "charged". Log files were submitted for review. The reason for the emergency backup battery taking longer to charge was because it was allowed to be completely drained. The system controller clock was reset on (B)(6) 2025 at 11:11:51. It was also noted that the battery was exchanged 3 months ago.